Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that stress on the knob created the malfunction. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "when loosening the sheath adjuster knob, do not rotate it with excessive force as a retaining clip may come off. The device will function properly without the clip. However, if the sheath adjuster knob is rotated completely out and then cross-threaded during reinsertion, the sheath¿s position in the endoscope may not be held securely" olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the needle was very difficult to get through the scope, pushing the needle out was very difficult, and the sheathe was unable to be locked in place. The reported problem was found during an unspecified procedure. There was no harm or user injury reported due to the event.